Event description:
The customer initially called to ask what the fixed prime should be set to. Troubleshooting revealed that the customer had set the fixed prime to 9.9 units. The customer was assisted in setting it to 0.5 units. The customer had received 9.9 units of insulin and the blood glucose went down to 44 mg/dl. The paramedics were called to the customer's home and the blood glucose was up to 52 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.